Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer tric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/15/2012 and has no repair history at zimmer surgical. Evaluation of the device observed exterior discoloration of the motor casing and the device did not operate. Prior to repair, the device was outside calibration specification only at the zero thickness setting on the left side, and failed side to side calibration at this thickness setting. The customer's reported event was initially confirmed; however, a cause of the customer's reported complaint could not be determined. No information was obtained regarding customer's cleaning sterilization practices; however, improper cleaning or sterilization could have caused the discoloration of the motor casing. Given the exterior discoloration, it is possible that the interior of the motor became damaged, which could cause intermittent operation. The lack of calibration of the device at the zero thickness setting was most likely due to improper handling by the user. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome motor was not running. No additional clinical information was available regarding the reported event.